Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ev-ICD implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for the extravascular (ev) lead due to high and variable impedance in the high voltage vector and high impedance in the low voltage vector. The alert tone was disabled and the ev lead will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ev-lead was identified to be minimally (extreme distal part) into the pleural area and that reprogramming was done. It was also noted that the patient was ill with gastroenteritis around this period of time.

Manufacturer narrative:
Correction: b1, b2, b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.